Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician replaced the side rail latch and retaining e-ring to resolve the issue.